Event description:
Reportable upon analysis completed on (B)(4) 2015. It was reported that there was a poor curve. While using an intellatip mifi¿ xp temperature ablation catheter the physician experienced probe bending problems. No patient complications were reported. Device analysis found lifted electrodes and charring on the tip.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the returned device matches with upn and lot provided by the customer. The device has a char in the tip and broken adhesive on rings #2 and #3 besides has fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas, the device failed the dimensional test. The handle was opened, and no issues were detected in that section. The device was dissected finding the guide coil collapsed in two sections at 23mm and 99cm from the handle. The distal section was dissected finding the center support without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).